Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level was greater than 1300 with increasing power requirements. Upon arrival to the operating room prior to the pump replacement the following pump parameters were observed: pump speed: 9200 rpm, watts: 6.1, pulsatility index: 5.3, and predicted flow: 4.9.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.